Manufacturer narrative:
Initial reporter name: (B)(6). Device evaluated by MFR: promus elite ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted on the distal section. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13aug2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 70%-80% stenosed, 2.5mmx12mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and mildly calcified left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2.75x8mm non-complaint balloon catheter resulting to 40% residual stenosis. A 16 x 2.50 promus elite mr drug-eluting stent was used for treatment. However, the physician had difficulty to negotiate the bend of the lesion and failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no further patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed a stent damaged.